Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with sensor issues and high blood glucose levels. The customer had issues with their tape not sticking. The customer states their sensor would not stick and would go into threshold suspend. The customer's blood glucose level at the time of incident was 500mg/dl. The customer states they treated with glucose tablets. Troubleshoot was conducted. The customer was advised the sensor would be replaced and supplies would sent.